Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and cracked case near the display window corners.

Event description:
It was reported that insulin squirted out during the manual prime process and the device alarmed as well it was stuck in the prime loop. The blood glucose reading was 150mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.